Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical review/rationale: an impella cp was placed to support the 64 year old male patient who had been admitted in with cardiogenic shock and acute myocardial infarction. Any other underlying cardiac or systemic comorbidities are unknown. After 2 days of support there was concern of hemolysis. The creatinine levels were elevated and the team observed the pump to be in a deep position and this prompted plans to reposition the pump. Hemolysis from pump malpositioning is a known risk and noted as such in the IFU. Any further intervention for the hemolysis is not known. After 4 days of support the pump was weaned and explanted.

Manufacturer narrative:
H6 health effect - clinical code e1317 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Hemolysis/mechanical interaction with blood: the cause was unable to be determined as limited clinical details were provided and no product was returned for review. Device in wrong position: the cause was unable to be determined as limited clinical details were provided and no product was returned for review. Kidney injury: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.